Manufacturer narrative:
On 22 june 2016 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 21 april 2016. Lot 154207: (B)(4) items manufactured and released on 03 november 2015. Expiration date: 2020-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 152606 (k112115). (B)(4) items manufactured and released on 29 september 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold and one similar event has been already reported on an item of the same lot (MDR 2016-00064).

Event description:
The patient came in due to inflammation/infection of the hip. The surgeon washed out the hip and revised the head and liner. The surgery was completed successfully. The pathology report is (B)(6) for (B)(6). X-rays and explants are unavailable.